Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and sent to the supplier for evaluation. The supplier¿s report indicates: the distal end (active tip & ceramic) have become detached. The ceramic and active tip have not been returned the active suction tube has a bend of approximately 30 degrees the distal section of the active suction tube, where the active tip is usually welded to has evidence of damage / twisting. Due to the condition of the returned device no electrical or functional tests were performed. The fracture area of the distal tip was examined to establish a root cause. No obvious cause was evident during the visual inspection under magnification. There is no visible bend of the return tube indicating it is unlikely the fracture occurred as a result of misuse force being applied. The visual inspection confirmed that the distal tip of the device has detached from the rest of the device. Due to the report of a serious injury caused to the patient a CAPA request has been initiated to investigate this issue further.. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is unknown. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a knee arthroscopy, the tip of the vapr tripolar 90 suction elect broke off. The surgeon had difficulty retrieving the piece and prolonged the surgery. Procedure was completed using a replacement. No patient consequence. No additional information was provided. This report is for one (1) vapr tripolar 90 suction elect. This is report 1 of 1 for (B)(4).